Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm. The customer observed that the pump is not delivering insulin properly. The customer experienced hyperglycemia. The event involved product(s) mmt-342, mmt-7040a, mmt-1884, and mmt-431ag. Troubleshooting was not performed for the high blood glucose. Troubleshooting was performed for the insulin flow blocked alarm, and it's a past-resolved event. No further patient complications were reported. No product return is required for mmt-342. No product return is required for mmt-7040a. No product return is required for mmt-1884. No product return is required for mmt-431ag

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and displacement accuracy test. Unit passed dat test at 0.0869 inches. Pump successfully uploaded carelink files and download traces and history files using thump. Confirmed 78.25 units of normal bolus was delivered on 06/19/2025 between 00:00:57.000 and 23:56:00.000. No unexpected insulin flow blocked alarms noted during testing or listed in the pump downloaded history. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, missing display cover, pillowing keypad overlay, broken belt clip rails, cracked case corner of the belt clip rails near the battery compartment, label damage (faded), cracked reservoir tube lip, keypad overlay texture damage and partially broken retainer. The p-cap/reservoir does lock properly. Pump passed required testing, and no unexpected insulin flow blocked alarms noted during test. Confirmed retainer damage during analysis. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.